Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the ds was unable to be advanced, and the tip and valve capsule was observed to be kinked so the system was removed. A stiff wire was used to stretch the vessel and new valve, and new small flexnav ds was prepared for implant; the advancement issues remained unsuccessful and a bent in the area of radiopaque tip and valve capsule was noted. A new valve and ds were prepared for implant once again and a I-sleeve was used then the ds was advanced without issues. The valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant, on computed tomography (CT), bleeding was observed and a non-abbott closure device was used. In the physician's opinion, the bleeding resulted from a puncture associated with kinking and wire manipulation. The patient was in a stable condition.